Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2007. On an unknown date it was noted that the filter was tilted. No patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2007. On an unknown date it was noted that the filter was tilted. No patient complications were reported. It was further reported that the inferior vena cava (ivc) filter was deployed without difficulty. Post deployment a venacavogram demonstrated adequate position of the filter. However, radiological review of a fluoroscopy/c-arm up to one hour exam was interpreted on (B)(6) 2007. A single spot film was submitted for interpretation and revealed that the ivc filter was tilted to the right.